Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of scorching/burns: it is possible that a high-energy device (such as a high-frequency device) was used without maintaining a sufficient distance from the tip. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the device exhibited signs of scorching on the metal tip, a burnt c-cover, and foreign matter in the auxiliary water supply tube. There was no patient involvement.